Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp.

Event description:
The iab leaked. Blood was noted in the tubing. On 4/1/98, datascope was notified that the iab was probable discarded and would not be returned for eval. [Event complications]: unk-reported 11/4/97. [Pt's current status]: unk-rpt'd 11/4/97.